Event description:
The MFR was notified that a pt underwent mitral valve replacement in 2001 including a triple bypass. This pt suffered a one time atrial arrthymia with cardiac arrest. The pt was transferred to another hospital in february 2001 where the pt underwent an emergency re-operation for valve thrombosis. The pt had low cardiac output. The mitral valve was removed and replaced on the next day. The pt died later in february 2001.